Manufacturer narrative:
Patient involvement was reported, the patient experienced a aspiration event and was intubated. Patient recovered and was discharged about 2 hours after the end of the procedure. A philips technical consultant visited the customer site to evaluate the reported issue. The tc was able to identify the issue reported by customer by seeing the impact of surgical lights on spo2 probes. The interference reported by customer was reproduced. The tc requested assistance from a philips national support specialist (nss) who recommended placing towel or covering over spo2 probes during procedures to protect from interference from surgical lights. It was also identified that the the covidien electrosurgical unit (esu) was identified as another source of interference. The nss determined that deactivating the nellcor spo2 socket in the philips mmx, and attaching a nellcor a04 spo2 directly to the philips monitor resolve the spo2 interference.

Event description:
It was reported during a port placement procedure, the spo2 measurement was unavailable due to interference from a non-philips device. While receiving mac anesthesia, it was indicated spo2 was not monitored for approximately 10 minutes due to the interference, during which time the patient vomited with laryngospasm. The patient was then intubated to protect the airway and the procedure was completed. The patient recovered well and was discharged to home approximately 2 hours later. Based on the information received, the interference occurred due to a covidien esu device, which was resolved by moving the nellcor spo2 cable from the mmx to the monitor. Intubation of the patient is considered medical intervention to preclude permanent impairment; therefore, the event meets criteria for serious injury.